Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did 2 devices fail to activate in this procedure?...yes. Did the issue occur during 1st activation? ¿no information. Was no exudate suctioned in the reservoir after 1st activation? ¿no information. How long after the activation was it noticed the device cannot be activated? ¿it was noticed that the device could not be activated shortly after the activation. (When trying to activate the reservoir, it was not activated.) Was there failure of plate locking mechanism? ¿no information. Were all connections secure? ¿no information. Was the anti-reflux valve found detached/closed/opened? ¿no, it wasn't. Was leakage detected? ¿.no, it wasn't. If so, where?

Event description:
It was reported that the patient underwent a total gastrectomy procedure on (B)(6) 2017 and the reservoir was connected to a drain. During the procedure, it was noticed that the device could not be activated shortly after the activation. When trying to activate the reservoir, it was not activated. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.